Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient reported that the day of the event the cgm readings were consistently lower than the blood glucose readings. The patient experienced being dehydrated and had symptoms of hyperglycemia, but no further symptoms were reported. When a fingerstick was taken by the patient the cgm reading was 4.8 mmol/l, and the blood glucose reading was 11.3 mmol/l. The patient removed the sensor, inserted a new one, and her daughter took her to the hospital. When a fingerstick was taken at the hospital the cgm reading was 22.0 mmol/l, and the blood glucose reading was 24.0 mmol/l. The patient was treated with intravenous fluids. The patient was discharged after 11 hours. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. At the hospital, the reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available. No additional patient or event information is available.